Event description:
The customer reported to olympus, the evis exera iii xenon light source lamp would not turn on. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the spare lamp indicator was blinking on the front panel due to a faulty emergency lamp. External condition was okay. There was also minor dust found inside the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the issue found during maintenance was caused by a faulty emergency lamp. However, the specific cause of the faulty emergency lamp was not established at this time. Olympus will continue to monitor field performance for this device.